Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarms from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with manual injection. The customer stated that the alarm occurred during a bolus/basal/fixed prime. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that the insulin did exit. After troubleshooting, the customer also received motor error alarm. The insulin pump will not be returned for analysis.